Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window, and cracked case near display window corners were noted during visual inspection. There was no button response and button error alarm due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 467mg/dl. The customer treated with their back up plan. The customer also states the screen is blank, and the pump has cracks all over. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.